Event description:
A discordant immulite 2000 ca125 result was obtained on a patient sample. The result was not reported to the physician. Upon retest the corrected result was reported to the physician. There is no known report of adverse health consequences due to the discordant ca125 result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicates that the cause of the discordant ca125 result was due to a bent sample probe. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.